Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had issue that they unable to exit from load reservoir process. Customer¿s blood glucose level was 266 mg/dl. Customer reported that they did the displacement test and the piston was not moving. Customer was advised to put it as test failed at the time of call. Customer reported that they received insulin flow block alarm at the time of fill tubing. The device will be returned for analysis.

Manufacturer narrative:
Device failed the prime/seating test due to moisture damage found on the motor assembly and force sensor. Unable to perform the basic occlusion test, force sensor test or occlusion test due to the moisture damage to the force sensor. Unable to verify for no delivery/occlusion or test failed. Also moisture damage on the electronic assembly noted during visual inspection.